Event description:
Affiliate alleged customer reported damage on the plastic connection of a kobayashi medical laryngoscope. The scope manufacturer recommended autoclave sterilization. There are no patient related events.